Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 600 mg/dl. The customer reported that they had no delivery alarm and issue was resolved by changing complete set. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.